Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on 7 days prior to contacting lfs. The patient manages her diabetes with lantus and novolog insulin, which she self-adjusts. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 24 hours prior to contacting lfs, she developed symptoms of ¿shaky and dizziness¿ which she associated with a high blood glucose excursion. She reported that to treat her symptoms, she increased her novolog insulin from 10 to 20 units. She also indicated that she went to the emergency room where a blood glucose result of ¿close to 600 mg/dl¿ was obtained on the hospital meter. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the meter. The meter would not power on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The cca noted that the patient was using incorrect test strips; gen ultimate purchased at (B)(6), rather than onetouch ultra test strips. The patient did not have correct test strips to insert into the meter. The issue could not be resolved with training. Replacement products, including control solution, were sent to the patient and she was advised to contact lfs again when the new products arrived to walk through a control solution test. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event, i.e. Shaky and dizziness with a blood glucose result of close to 600 mg/dl on a hospital meter, after the meter stopped powering on.